Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. Was corrected to reflect the device being a philips CPAP device as no device information is available.